Manufacturer narrative:
The device was returned to olympus for inspection when the reportable malfunction was observed. Based on the results of the investigation, the issue was attributed to degradation of the coating material, however, a definitive root cause could not be established. It is likely the following led to the malfunction: some kind of stress such as damage or deterioration of parts, electrical problem, environmental temperature problem, and maintenance problem. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during olympus' device inspection that the fiberscopes's coating of the insertion section of the serpentine tube is peeled off (1 mm2 or more). There were no reports of patient involvement.